Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had problems off and on but today (2025-aug-22) it was really bad. The patient rep stated the patient had been experiencing pain "here, there, and everywhere" that they thought was caused by the stimulator doing things to their nerves. The patient could be heard coughing and crying/shouting it was "in their wrist and throat". The patient rep requested assistance with using the equipment to turn the therapy off to see if that would stop the pain. The patient rep was assisted with syncing the handset and communicator and they were successful with turning stimulation off. The patient rep was redirected to the patient's healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from the patient. The patient called back in regards to a follow-up letter that was sent to them. The patient said that they didn't know yet what the cause of the stimulator doing stuff to their nerves. They reported that what likely caused or contributed to the issue was that they had a fall. They reported that the fall wasn't bad enough where they had to go to the hospital. They reported that steps taken to resolve the issue included that they were going to their healthcare provider (hcp) office today. They reported the issued had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.